Manufacturer narrative:
Other, other text: additional information added to h6 and h10. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed.according with visual inspection, condition reported in complaint is visible, however, this does not assure us that there is still a failure of the process, since mishandling by the user by not adjusting the tracheostomy device correctly could cause the rupture. Based on this the failure mode cannot be confirmed.the root cause of the reported issue was found to be the most probable root cause is that damaged occurred after the product left the manufacturing facilities. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.

Event description:
It was reported the device was in use (5th use) and device was found with a neckstrap almost torn through. No adverse effects reported.